Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and customer's blood glucose (bg) was low (value not provided). Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.